Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that their insulin pump had periodically had blank display and had also alarmed battery out limit. The customer was assisted with battery out limit troubleshooting. The customer's blood glucose was unknown at the time of the incident. The customer stated that they received battery out limit alarm during normal use. The customer was advised of possible causes and will be sent a replacement battery cap. The customer was advised to monitor insulin pump and also declined to troubleshoot for the blank display. The insulin pump will not be returned for analysis.